Event description:
A lifecor pt services rep (psr) contacted lifecor customer support, while visiting a female pt to report that the battery packs were not inserting all the way into the monitor. Support had the psr inspect the battery packs. Both connectors were fully functional. Support had the psr replace the pt's monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The monitor would not power up upon arrival. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The pt received a replacement monitor.